Event description:
It was further reported that the target vessel was moderately calcified and non-tortuous. There was difficulty advancing the device. It was noted that the stent came off the balloon while attempting to deploy the stent. The physician tried to pull the stent back into the guide catheter unsuccessfully. Withdrawal resistance was reported. The stent could not be retrieved and was left in the patient. At this point in the procedure, the case was closed as the physician felt due to clinical risk, additional stents should not be attempted. It is the opinion of the physician that the stent dislodgement occurred due to patient anatomy and calcification within the artery.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a stent dislodgement occurred. There were 3 lesions treated at the index procedure. The first was a 90% stenosed and 18mm long lesion located in the proximal circumflex (cx) with a reference vessel diameter of 2.5mm. It was treated with direct stenting using a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The second was an 80% stenosed and 10mm long lesion located in the first obtuse marginal (om) with a reference vessel diameter of 2.5mm. It was treated with direct stenting using a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. The third was a 90% stenosed and 10mm long lesion located at the ostium of the 1st diagonal with a reference vessel diameter of 2.5mm. It was treated with predilation and a 2.5mmx12mm taxus liberte stent was deployed. It was reported that a 2.25x16mm taxus liberte was attempted in the same vessel, but the stent came off the delivery balloon in the proximal lad prior to deployment without embolization and that no other stent was attempted in this lesion. It was reported that an unknown size taxus liberte stent was also implanted in an undisclosed vessel. The subject's status was reported to be stable with no injury.

Event description:
It was further reported that only 4 stents were involved in the index procedure. It was previously reported that "an unknown size taxus liberte stent was also implanted in an undisclosed vessel". Additional information indicates that this information was reported in error and that the stent referenced was not used. Following treatment of the first diagonal, residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel.

Event description:
It was further reported that the target vessel was moderately calcified and non-tortuous. There was difficulty advancing the device. It was noted that the stent came off the balloon while attempting to deploy the stent. The physician tried to pull the stent back into the guide catheter unsuccessfully. Withdrawal resistance was reported. The stent could not be retrieved and was left in the patient. At this point in the procedure, the case was closed as the physician felt due to clinical risk, additional stents should not be attempted. It is the opinion of the physician that the stent dislodgement occurred due to patient anatomy and calcification within the artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number: corrected from 13432044 to 13131816. Device expiration date: corrected from 24-sep-2010 to 30-apr-2011. Device manufactured date: corrected from 07-may-2010 to 14-dec-2009. (B)(4).

Manufacturer narrative:
(B)(4).